Event description:
It was reported that the programmer kept shutting down during follow-up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer kept shutting down during follow-up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of the programmer shutting down, the device ran for 24 hours continuously with no error. Analysis did find that the system fan was noisy and it was replaced. (B)(4).